Event description:
Healthcare professional later reported left side is "without alterations" and capsular contracture baker grade ii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b2, b3, b5, b6, d6a, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; "possible rupture".

Event description:
Patient reported left side "capsular contracture, [baker grade unknown] and possible rupture". The device remains implanted.